Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported by the patient that they had a catheter dislodgedment from the sticky part on (B)(6) 2025. It was also reported that there were bleeding at the site. No further information was available.